Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/08/2015. The fse confirmed the hgb issue reported by the customer. The fse replaced the hgb chamber. Per additional information obtained from the fse, there was a film coating the inside of the hgb chamber, and the failure was confirmed by the returned part assessment. (B)(4).

Event description:
The customer indicated that the hemoglobin (hgb) was failing background (incomplete results) on daily checks on a unicel dxh 800 coulter cellular analysis system. Recommended troubleshooting was performed by the customer (bleaching the hgb apertures) but this failed to resolve the issue and service was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.